Event description:
It was reported that the user experienced multiple low glucose events overnight while using the ilet, with concurrent behaviors of announcing for high glucose readings and occasionally overcorrecting for lows; a low blood glucose of 63 mg/dl was observed during the call and treated with oral glucose. Symptoms included hypoglycemia with typical low-glucose symptoms. Outcomes included acute hypoglycemia requiring self-treatment without hospitalization. Investigation included troubleshooting and user education, with scheduling for clinician training and consideration of a factory reset. Investigation of this case revealed no device malfunction reported, and user behavior related to announcements and corrective actions was identified as a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.